Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. The nxstage system one user guide supplement for solo home hemodialysis outlines risks, warnings, and requirements for the solo home hemodialysis patient. UDI: (B)(4).

Event description:
A report was received on (B)(6) 2026 from the home therapy nurse (htn) of a 56-year-old female patient with a medical history including hypertension and end stage renal disease, who stated after treatment was completed the patient was found unresponsive. Emergency medical services (ems) were called, cardiopulmonary resuscitation (CPR) was initiated, and the patient was transported to hospital where she was pronounced at an unspecified time on (B)(6) 2026. Additional information was received on (B)(6) 2026 from the htn who stated the patient's death was unrelated to nxstage product and therapy.